Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's atrial lead exhibited under-sensing. Programming changes were made. Patient was stable.